Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein two lead extensions were added per physician's preference. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.

Manufacturer narrative:
Additional information was received that the patient had an ipg pocket site pain.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo a revision procedure wherein the ipg will be relocated.